Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their first implant did not take. It was effective but had to be replaced because the doctor did not get it implanted correctly. Patient had system replacement on (B)(6) 2018. No symptoms were reported.